Event description:
It was reported that the patient underwent a revision surgery due to the inflatable penile prosthesis (ipp) pump remained flat. The device had fluid loss. The previous device was removed and a new ipp was implanted. The patient had a good outcome following the procedure.